Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent a total knee arthroplasty in 2003 and was revised due to pain and loosening of the femoral component.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer tibial component, lot #unk. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. This device is used for treatment. Primary surgical notes were not received; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Reported information indicates the primary surgery was in 2003 and the patient underwent a previous tibial revision in 2004 for unknown reasons. Revision operative notes indicate x-rays and bone scan results were consistent with loosening of the femoral component and the proximal portion of the tibial component. Description of the procedure indicates the femoral component was significantly loose. The tibial component was noted to be well fixed distally. It was also noted that the lateral tibial plateau was fractured while trying to remove the tibial component. A definitive root cause cannot be determined with the information provided.